Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture,12-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer wouldn't pop open. When the field service engineer visited the site, the customer had issues with drawer 4 on the auxiliary full-height unit. All cubies failed and were not detecting as closed. The customer was able to successfully recover and perform an inventory check on the drawer. The field service engineer replaced the inseparable magnet, checked all connections on the back panel for any loose connections, and confirmed everything looked fine. The system functioned as intended after troubleshooting by the field service engineer.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary drawer 4 in aux was failed and did not pop open via recover function. There was also a faint plastic/electric burning smell coming from the back of the aux. There were no adverse events or injuries reported based on this incident.